Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of stent partially deployed. Block h10: the hot axios stent and delivery system were returned for analysis. The stent was received partially deployed and the delivery system was observed in position 2. Visual examination of the returned device found the outer sheath was twisted (damaged) and the inner member was out of the handle. Functional evaluation was performed and the stent was deployed without resistance during deployment. The distal section of the stent was deformed and was measured to be out of specification. No other issues with the stent and delivery system were noted. The reported event of stent partially deployed was confirmed. Based on the reported event details and the condition of the returned device, the event was likely due to procedural factors encountered such as how the device was handled during the procedure, anatomy of the patient and/or the interaction with the scope, which limited the performance of the device. Based on this information the failure likely occurred due to procedural factors. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in the pancreas to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios catheter was able to penetrate the pancreatic cyst. During attempted deployment , the physician had difficulty moving the grey stent deployment hub up. The first flange was not fully deployed and a part of the catheter came out on top of the handle. The device was removed from the patient with stent partially deployed on the delivery system. The procedure was completed with a 10x10 mm hot axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon "receipt" and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 13, 2020 that a hot axios stent was to be implanted in the pancreas to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios catheter was able to penetrate the pancreatic cyst. During attempted deployment , the physician had difficulty moving the grey stent deployment hub up. The first flange was not fully deployed and a part of the catheter came out on top of the handle. The device was removed from the patient with stent partially deployed on the delivery system. The procedure was completed with a 10x10 mm hot axios stent. There were no patient complications reported as a result of this event.